Event description:
Monitor did not trigger alarm. Pt found on floor unresponsive. CPR started. Pt diagnosed with brain hypoxia-post incident. Cardiac arrest seven days post incident resulting in death.